Event description:
It was reported that the ipg was unable to communicate with the external device and was deemed inoperable. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The ipg was not charged for about approximately 6 months was not mentioned in the initial report in error.